Manufacturer narrative:
Customer report of regurgitation was visually confirmed due to leaflet tears. X-ray demonstrated heavy calcification on all three leaflets and commissure 2 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were thickened and swollen, especially around the commissure areas. Calcification and thickened leaflets restricted leaflet mobility and led to stenosis. Leaflet 1 had a tear of 4mm near commissure 1 and a non-transmural tear of 5mm near commissure 2. Leaflet 2 had two tears of 3mm near commissure 2, and 4mm near commissure 3. Leaflet 3 had two tears of 20mm along the wireform and commissure 3, and 7mm near commissure 1. Leaflet 3 also had a non-transmural tear of 2mm on the cusp at the outflow aspect. Calcification was observed near all the tears. Reported regurgitation was likely due to observed leaflet tears. Hematomas were observed on leaflet 3 at the inflow and outflow aspect. The sewing ring was cut around leaflet 3, and commissures 1 and 3. Fragments of sewing ring, host tissue and pledgets were returned with the valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the subject device was explanted due to aortic regurgitation after an implant duration of 13 years.